Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on (B)(6) 2021 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: customer returned an image of two 0.5ml syringes. The lot number on the pouch identifies them as being from lot 6095566. The syringes¿ needle shields and hubs having separated from their associated barrels. The hubs have become lodged inside their shields. Additionally, there appears to be some damage to the to the connector on both barrels as this section is notably shorter than normal. However, any potential damage is not immediately visible. A review of the device history record was completed for batch# 6095566. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200640378] noted that did not pertain to the complaint. Investigation conclusion: based on the photos received, bd was able to confirm the customer¿s indicated failure of needle hub separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that syringe 0.5ml 30g 8mm 10bag 500 EU hub separated. The following information was provided by the initial reporter: I have the disposable syringes mentioned above and unfortunately I noticed that some syringes are not working because the needle is separate.